Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and station was stuck on black screen. A field service engineer (fse) troubleshot a station communication issue and identified inoperable control boards for auxiliary drawers 2.1 and 2.2. The faulty drawer boards were replaced, and testing was successfully completed using the hardware test application, the customer was able to recover the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was completely down and the remote smart service (rss) status was offline. The customer confirmed that the screen was black and that there was no power to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.